Event description:
Medtronic received a report that there were no alleged product issues during the case, but the patient presented in the emergency room with a stroke. They noted the aneurysm and the pipeline vantage had thrombosed. The pipeline was used for an indication that is not approved (off-label) as the device was used in the right pca. The device and any accessories were prepared as indicated in the IFU. The patient had to go to rehab due to the stroke. The patient was undergoing surgery for treatment of a fusiform, unruptured right pca aneurysm with a max diameter of 9 mm. The landing zone was 1.4 mm distally and 1.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 44. The angiographic result post procedure was great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.